Event description:
It was reported that the table in operating room 1 had a broken override panel. This issue was found during room preparation. There was no reported patient involvement nor adverse consequences.

Manufacturer narrative:
This product does not have an expiration date. This device was evaluated in the field. Evaluation summary: this table was evaluated by a service technician in the field. The service technician who evaluated the table found that the override panel was hanging by two mounts and that the column casing was also bent. The nature of the damage lead the investigating engineer to believe that the damage and the failure of the override panel to operate was due to user handling. This is not a single use device.